Event description:
It was reported that the patient was receiving unanticipated therapy. High pacing impedance was noted. Upon lead revision, the physician observed a fracture in the lead. Lead was explanted and replaced. The patient's condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a fracture of the conductor was found close to the crimp sleeve to the connector pin consistent with fatigue. This fracture is consistent with the observation from the field of oversensing.